Manufacturer narrative:
Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding, around the plug blades. Any signs of cracking., loose fit of the plug blade (the plug blade moves in the molding), verify that the strain relief p-clip is present. Replace the power cord, if damaged. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in apr 27, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. Baxter has contacted the account three times asking if they are able to locate the bed with this alleged issue. The account is unable to locate the bed and is no longer looking for it. Based on this information, no further action is required.

Event description:
On (B)(6) 2025, a other health care professional contacted technical service to report that versacare frame (product code p3200d000035, serial number (B)(6)), had power cord damaged with copper wires exposed. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.